Event description:
The customer reported that the sys did not save one of the images. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The customer was instructed on a software work around for the reported issue.